Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse tested the instrument for contamination, which came back negative for microbial growth. The fse rebuilt the ion selective electrode (ise) module, which includes the ratio pump, electrolyte injection cup, flowcell, calcium electrode, and carbon bridge. The fse also replaced all ise tubing and reagents and performed performed a preventive maintenance procedure.

Event description:
The customer reported erroneous results were generated by a unicel dxc 800 pro synchron system. The laboratory's patient averaging program alerted the customer to a potential problem and the customer found several false high patient results for calcium. The customer reran all patient samples on the laboratory's second instrument and found that false high results for calcium, false high results for sodium, and/or false low results for chloride had been generated for ten patients. Some of the erroneous results may have been reported outside of the laboratory; all erroneous results were corrected. There were no reports of adverse impact to patients. Quality control (qc) results prior to the event were within lab-established ranges. Patient samples were collected the same day and centrifuged at 4600 rpm for three minutes at room temperature. The customer did not question sample integrity for this event.